Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. This follow-up corrects that information.

Event description:
(B)(4). The dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. No further information was provided.